Event description:
Eval revealed visible damage to the force sensor plate.

Manufacturer narrative:
There was no pt impact associated with this complaint. The pump was returned to animas for eval. Eval revealed that the force sensor plate was visibly damaged. Review of the pump history revealed loss of prime alarms.